Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13701. Related manufacturer reference number: 2017865-2021-13703. It was reported that the patient presented with vegetation for the affected device and leads. The system was removed. Since the patient is dependent, the healthcare provider implanted a temporary pacing wire and a temporary pacemaker during the procedure to ensure patient safety. There were no associated device malfunctions or physician complaints.